Event description:
It was reported the physician noted a pacing pause on the ECG while the patient was undergoing ablation. Once the ablation procedure was completed, the physician went back into the device pocket. The physician was unable to reproduce the pause via invasive testing. At this time the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.